Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, prime or compromised force sensor system alarm test, rewind test and excessive no delivery test. The test reservoir does not lock in place and unable to perform the displacement test, basic occlusion test, occlusion test and displacement accuracy test due to completely broken off reservoir tube lip and missing reservoir tube o-ring. Device received with cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 638 mg/dl. The customer¿s current blood glucose was 277 mg/dl. The customer experienced symptoms like sweating and shaking. The customer treated with insulin pump. Customer was wearing the insulin pump at time of hospitalization. The customer's blood glucose was 120 mg/dl. The insulin pump will be returned for analysis.